Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The failure analysis investigation confirmed that the blade broke at roughly 0.501¿ from the base and the broken piece was returned. No missing piece was confirmed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image showed that the instrument blade was broken off at the tip. The probable cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the tip of the harmonic ace instrument was damaged. A piece of the instrument fell inside the patient and was retrieved during the same procedure. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use. A broken piece of the product fell into the body, and then, it was removed intraoperatively. The patient had not returned to the hospital due to post-operative complications.